Manufacturer narrative:
Method: a visual inspection, infusion verification, flow rate accuracy test and DHR review was performed as the lot number was identified as part of the sample evaluation. Results: the pump was refilled with saline to the nominal value of 600ml. Infusion was verified and the flow rate accuracy test was performed with the select-a-flow(saf) dial set to 10ml/hr. After testing, the pump yielded a flow rate of 10.02ml/hr, which is within specifications with a +/-20% tolerance. The pressure pot was performed on the flow control tubing (saf unit) on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The tubing was detached from the pump and connected to a pressure gauge. Flow rate 2ml/hr yielded a flow rate of 2.31ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.38ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.39ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 14.76ml/hr which is within specifications with a +/-20% tolerance. According with the results of the DHR review, there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: the investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow control tubing met specifications using the average bladder pressure. Review of the DHR identified no issues observed during the manufacturing process which would have contributed to the incident observed. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted at this time. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 750ml. Flow rate: 10ml/hr. Procedure: knee surgery. Cathplace: groin area. Infusion started on (B)(6) 2015 at 6:00pm. Infusion ended on (B)(6) 2015 at 1:15pm it was reported that an incident of a pump's infusion ended sooner than expected. It was reported as, "the pump was not going to last said amount of time." No adverse event occurred in connection with the reported incident. The device is available for return. Additional information was received on (B)(6) 2015. The patient's family member reported that on the first day after surgery, the pump did not seem to shrink at all; however, the patient was not in pain. On the second day after surgery, the patient felt pain and then observed that the pump appeared empty. The patient's family member removed the device. At the time of this report the patient was reported as doing well.